Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.8 inspection of the endoscopic system ¿ inspection of the endoscopic image ¿ confirm that the endoscopic images are normal. 5.1 troubleshooting ¿ if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. ¿ if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. ¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. In addition, the following non-reportable malfunctions were found during the device evaluation: light guide tube was leaking, plastic distal end cover (c-cover) was dented, light guide lens had scratches, charged coupled device (ccd) image had interference, the insertion tube had scratch marks and was squashed, body unit had dented/scratches and the electrical connector contact pins were bent. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera iii bronchovideoscope exhibited an image interference. There were no reports of patient involvement.